Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that the tampons fell apart after her friend touched them lightly. No injury was reported.